Manufacturer narrative:
Product event summary: #s7 matters damaged instrument. Patient information was unavailable from the site. Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a cervical spine procedure, the driver was hard to detach from the screw head. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
The driver was returned to the manufacturer for analysis. Analysis found that the tip of the returned driver was intact and appeared to be undamaged. The tip inserted into a known good screw head without issue. However, the screw threads on the driver sleeve were damaged, causing issues with the mating screw collar. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.